Event description:
It was reported that the device was used during a laparoscopic procedure. No leakage was detected intraoperatively. Device was discarded. Post-operatively, the patient had a leak at the staple line and had an open procedure performed in 2002 to repair the staple line. There is no further information at this time.